Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms. The customer's blood glucose (bg) level ranged from 120-200 mg/dl and the alarm was typically cleared within the hour. The customer reported an alarm occurred while in an airplane and another when the pump was sitting on a dresser. As the alarms had occurred in the past, tandem technical support was unable to troubleshoot.